Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 4.0.2. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l3p. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that during lunch she consumed a salad and manually entered 0 grams of carbohydrates into the system. She then selected the ¿use sensor¿ option, at which time her sensor glucose reading was 175 mg/dl. The system subsequently recommended and delivered a 20-unit bolus. The patient stated she did not notice the bolus amount prior to delivery and only realized the system had administered 20 units after the bolus was completed. She confirmed that upon reviewing her bolus history, the record reflected a 20-unit bolus. Blood glucose levels began to drop at this point; the patient did not provide an exact value. The patient removed the pod and consumed juice in order to manage blood glucose. The patient confirmed there are no cracks on the screen of the controller, nor a screen protector. The patient will be issued replacement products. Medical attention was not sought.